Event description:
It was reported that the minicap extended transfer had a leak. The patient was using a non-baxter alcohol based solution as a disinfectant. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The cause of the reported condition was determined to be user error from using an alcoholic solution (septoderm) as a disinfectant. According to the transfer set direction sheet, the warnings section state the following, "do not apply hydrogen peroxide, alcohol or antiseptic agents containing alcohol to the connectors." Use of such solutions may lead to damaged occluder feet of the twist clamp in the transfer set. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A visual inspection and clamp function test were performed with the issue noted that the device had broken occluder feet. A leak test and clear passage test were performed with no issues noted. There was no evidence of over-torquing on the device. The evaluation of the device confirmed the reported problem. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for potentially associated lot number h11h17053 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample has been reported to be available for evaluation and has been received. However, the sample has not been evaluated as of yet. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up report will be submitted.